Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Fast feasibility study. It was reported that vessel dissection and loss of flow occurred. Patient was hospitalized due to chest pain and was planned for coronary angiography for further evaluation of chest pain in near future. Five days from the onset of symptoms, coronary angiography was performed. The 99% subtotal occlusion and timi ii flow in the inferior sub-branch of d2 was treated with 1.0 x 10 mm non-bsc balloon catheter with 80% residual stenosis. Subsequently, multiple inflations was done using 1.5 x 12 mm and 2.0 x 12 mm balloons. Again balloon angioplasty was carried out with 2.25 x 12 mm non-bsc nc balloon across the proximal lesion with 50% residual stenosis. A 2.25 x 24 mm promus premier¿ drug-eluting stent was used to cross the lesion. However, stent could not cross the lesion. A non-bsc guide wire was then placed in the distal vessel; there was still difficulty crossing the lesion with the stent. Subsequently, dissection was noted at the inferior sub-branch with loss of flow. Hence, a balloon angioplasty was performed with 2.0 x 12 mm balloon catheter. The flow was restored in the vessel but a spiral dissection extending up to mid segment was noted. A 2.25 x 12 mm promus premier¿ stent was deployed across the mid vessel with 20% residual stenosis. Subsequently, a 2.25 x 20 mm promus premier¿ stent was deployed at the proximal segment of inferior sub branch involving the ostium of the sub branch with 10% residual stenosis. Following post-dilatation the residual stenosis was 0%. Additionally, 50% restenosis in proximal segment of the vessel just proximal to a previously deployed fast scaffold was treated medically. On the same day, the event was considered resolved and the patient was discharged on the same day.